Manufacturer narrative:
The pt did not exhibit any symptoms during the event and no medical intervention was required. However, the physican ordered that the pt be dialyzed using a flow, low efficiency hemodialysis treatment protocol, which she remains on as of 03/07. The pt had an admitting diagnosis of abdominal pain, an acute abdomen, and acute renal failure. She was also septic. She was receiving a continuous infusion of vasopressor drugs to maintain her blood pressure, and the infusion rate was frequently adjusted in response to changes in her blood pressure. It is not possible to determine if the reported events influenced the pt's blood pressure. The prisma events history indicated that during the last 54 minutes from 01:27 a.m. Until 02:21 a.m. The machine generated 17 warning "access pressure (access pressure extremely negative)" alarms and one advisory "access too negative" alarm. Following the termination of the treatent, the nurse also observed a "malfunction blood leak detector" alarm as well. In 2007, gusts field representative inspected the machine. He found the blood pump rotor failed the occlusion test and replaced it. He verified that the pressure pods were calibrated and functioning correctly and were calibrated. He performed a simulated treatment and verified that the machine was operating correctly. He authorized the returned of the machine to clinical use. From the info available it seems likely that the reduced blood flow rate due to the "access pressure" alarms resulted in dilution of the blood by replacement fluid, which is probably the reason for the unusual color of the blood in the circuit. The gambro terriorty mgr has been notified and he has been asked to contact the nurse mgr of the unit, to offer further clinical training.